Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patients condition is stable.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of the device image revealed high current consumption in the field. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and current measurements were normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the high current consumption could not be determined.